Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" and "exchange from textured to smooth implants due to the patient concerns with the product" regarding left side implant. The device has been explanted.

Event description:
Healthcare professional reported, "rupture". And "exchange from textured to smooth implants, due to the patient concerns with the product". Regarding left side implant. The device has been replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, underweight, broken shell and yellow particles in the shell. A visual and microscopic analysis was performed which identified, sharp opening on posterior and crease flat. A dimension measurement in the shell was performed which identify, the thickness within specification. Base on the device analysis, the final assessment is: a sharp opening on posterior assessed, as an unidentified (tear) opening.